Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent an explant procedure due to difficulty charging. The patient is doing well post op with all pain areas covered. The explanted devices will not be return as it was discarded per facility policy.